Event description:
One month after implant, the pt was unable to maintain more than 2 recharge efficiency boxes despite troubleshooting with the MFR's rep and technical services. The hcp noted that the implantable neurostimulator was sitting at an angle. The pocket was revised. Prior to closing the surgical incision, efficient coupling was verified. All 8 recharge efficiency boxes were shaded when the recharge session was initiated. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.